Event description:
The customer reported to beckman coulter (bec) that liquid was observed in the lower section of the closed tube aliquotter (cta) compartment of their unicel dxc 600i synchron access clinical system. The liquid was contained inside the cta. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. There were no reports of exposure or injury associated with the event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. A leak from the closed tube aliquotter (cta) wash station was confirmed and the cause assigned to a peri-pump failure. The fse replaced the peri-pump to correct the leak. (B)(4).